Event description:
Patient with diabetes was using freestyle libre 2 manufactured by abbott diabetes care inc. To monitor blood glucose level. Freestyle sensor gave off false low glucose readings indicated through its alarm system that the patient needed to address the hypoglycemia condition. The protocol is to take action quickly by taking quick fix foods. During the last six weeks patient has experienced 50 % failure of the libre 2 sensors. Other problems with this product include: contacting abbott to report failures. Abbott uses international call centers with staff that uses poor english and are difficult to understand. Poor telephone connection with background noise. Libre 2 sensors last for two weeks or 14 days. Some of the sensors stop working prior to the fourteen-day term. Abbott customer service suggested returning unused sensors that have the same "lot number" as the defective unit. The pharmacy refused this option. Failure of this product can cause serious aftereffects. Abbott needs to recall this product when problems arise.